Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported a fractured PICC. Bleeding below the securacath after flushing and aspirating. Last cycle of chemotherapy to be given peripherally. N0 complications during insertion. Trim length 48 cm, external length 8 cm, internal length 40 cm, inserted in right cephalic vein. No other information was provided. Additional information: leaking and infiltration during infusion of tpn despite line radiologically confirmed to be in place and both lumens patent, flushing and bleeding well. Line removed. No fracture seen in the line. Removed 4 days post insertion. Unable to give tpn. Extravasation in the arm. Big psychological impact.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported a fractured PICC. Bleeding below the securacath after flushing and aspirating. Last cycle of chemotherapy to be given peripherally. N0 complications during insertion. Trim length 48 cm, external length 8 cm, internal length 40 cm, inserted in right cephalic vein. No other information was provided.

Event description:
It was reported a fractured PICC. Bleeding below the securacath after flushing and aspirating. Last cycle of chemotherapy to be given peripherally. N0 complications during insertion. Trim length 48 cm, external length 8 cm, internal length 40 cm, inserted in right cephalic vein. No other information was provided. Additional information: leaking and infiltration during infusion of tpn despite line radiologically confirmed to be in place and both lumens patent, flushing and bleeding well. Line removed. No fracture seen in the line. Unable to give tpn. Extravasation in the arm. Big psychological impact.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One photograph of a powerpicc catheter was returned for evaluation. An initial visual observation of the photograph showed the catheter tubing was leaking blood; however, no damage to the catheter tubing could be seen on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.